Manufacturer narrative:
Device evaluation results are: the complaint was confirmed, the endoanchor was unable to fully load due to a broken endoanchor within the tip. The break most likely occurred during deployment of the first endoanchor as the second attempt to fully load an endoanchor was unsuccessful. The exact cause of the broken endoanchor cannot be definitely determined. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. Conditions during the procedure that have historically been identified as causes of deployment resistance include difficulty positioning the heli-fx applier within highly angulated anatomy as well as calcification within the deployment zone. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aptus applier was selected for use as an accessory device in a patient during the endovascular treatment of a 60 mm diameter abdominal aortic aneurysm and type ia endoleak with another manufacturer's stent graft. It was reported that the applier was unable to screw back (load) the anchor completely after the second time it was used (second anchor). The physician tried several times but it was unsuccessful. The decision was made to use a new applier to complete the case. A palmaz stent was also used to treat the type ia endoleak and the endoleak was resolved. Per the physician the cause of the event cannot be determined. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.